Event description:
The patient was complaining of diaphragmatic stimulation for about a month following a fall. The physician disabled the pacing for this lead. This is all of the information that was provided to us. Should additional information become available, this event will be updated. (B)(6) 2015 - this lead was revised and remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.